Manufacturer narrative:
The sample associated to this report was received and the customer reported issue could not be duplicated. The sample was evaluated by visual inspection and inflation/deflation and under water testing. Batch record was reviewed and indicated that the product was released accomplishing all quality requirements. We are unable to determine the cause for this specific event however; manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the cuff passed the pre-use test, but leakage was noticed when it was inserted. The customer reported that there was no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report the tracheostomy tube experienced that the cuff passed the pre-use test, but leakage was noticed when it was inserted.